Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizures, and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. (B)(6) 2023, the patient experienced intermittent audio output. The patient experienced loss of consciousness, seizures, and heavy sweating. The parents found the patient and called an ambulance. The patient was treated with glucose tablets by the parents. The ambulance took the patient to the hospital. At the time of the report the patient was stable. There were blood glucose values taken by the paramedics and at the hospital, but the values were not reported by the parents. There is no documentation about when the patient was discharged from the hospital. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.